Event description:
Event description guidant received information that the bipolar lead was suspected to be fractured approximately 2 months post implant. The lead was explanted. A new lead was successfully implanted.